Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had have problems since the ins was implanted and that it did not work and cannot find someone to get it removed no further complications were reported/anticipated at this time.